Manufacturer narrative:
Tech support troubleshot a collimator issue with biomed, who said the safety interlock was preventing fluoro or spot shots. The collimator was showing epos error which is a position error, which causes a safety interlock which will inhibit fluoro/digital spot. Tech support had biomed turn the override key on the back of the collimator and manually check that the blades would move, they did. Then had biomed turn the override key back to the normal mode; the epos error cleared and the collimator worked and released the safety interlock allowing system to be fully functional. Tech support suspects the issue might have been a collimator blade that was stuck. Biomed said he would monitor the system to see if it occurs again, but for now the system was back to normal and fully functional. When no further callback was received from biomed, tech support closed the ticket. Product monitoring called customer who said no service will be done as the room is scheduled to be moved.

Event description:
Customer reports the fluoro failed at the end of the procedure and the pt is fine. Customer did not provide any further pt or procedural info, other than to say the pt is fine. No reported injury.